Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed vertical lines and the touchscreen became unresponsive despite no visible cracks, preventing use of the device; the issue was associated with the touchscreen component and manifested as an unresponsive key/button behavior. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting the touchscreen, consistent with a device key/button unresponsive issue on the touchscreen component. The user was advised that the replacement device would no longer be watertight and was provided education on device management and data syncing. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.